Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy due to pelvic organ prolapse and rectocele foreign body. The patient had prior surgical intervention for posterior compartment defect and had not responded well to her surgical intervention initiating the surgery on (B)(6) 2008.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat a rectocele. It was reported that following insertion the patient experienced pain, erosion, infection, recurrence, and vaginal scarring. It was reported that the patient underwent mesh excision and distal rectocele repair with perineorrhaphy on (B)(6) 2011 due to mesh failure with its related complications and vaginal foreign body. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent distal rectocele repair with perineorrhaphy and excision of vaginal foreign body [mesh] on (B)(6) 2011 due to mesh failure and vaginal foreign body.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2015 at the (B)(6) hospital, (B)(6).